Manufacturer narrative:
Date of event: exact date unknown/not provided, however it was reported that symptoms became bothersome two months post-implant, therefore (B)(6) 2013 is entered. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 23.0 diopter intraocular lens (iol) was implanted in the patient's eye and the patient was not happy as patient could not focus correctly especially when driving. The patient also complained vision was blurry, hazy, and colors were not rigid. The visual issues became bothersome two months post-implant. The patient was intolerant to the multifocal lens exacerbated by astigmatism caused by the flattening from the femtosecond laser arc. A vitrectomy was required as well as limbal relaxation incisions, however, there was no patient injury. The lens was explanted and replaced with a non-johnson & johnson replacement lens. The patient's vision has improved. The glare and halos have decreased. No additional information was provided.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information were addressed inappropriately in section b3 and d6 with the incorrect year. The following sections have been updated accordingly: section b3: 2016. Section d6: 2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 3/16/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.